Event description:
Caller indicated the relion micro meter was giving variable readings. Customer got reading of 71 and 369 about one minute apart he was not feeling very well at the time (dizzy, increased urination, pain in feet) has just recently been diagnosed with diabetes so was not sure if he should treat himself in any way. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.